Event description:
It was reported that bolus deliveries were not recorded in the pump history. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
(B)(4) 2015 followup: tandem technical support reviewed pump history with the contact. Pump history revealed that the user had delivered one bolus on the day in question, and no other bolus deliveries were requested for the remained of that day. Technical support assured the contact that the pump performed as intended. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.